Event description:
It was reported that oversensing of noise on the ventricular channel was observed. The lead was replaced.

Manufacturer narrative:
Na

Manufacturer narrative:
The damage found was sustained during the surgical procedure.